Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 05-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was not reported. It was reported that there was draining from the incision since implant about 5 months ago. They never received follow up treatment. Called today and described a white ¿rope like¿ object hanging out of incision. Photo appears to be exposed catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any troubleshooting or interventions were performed. The issue was not resolved at the time of the report. The patient is in the ER planning treatment/surgical intervention. There were no further complications reported/anticipated.